Event description:
The end user, who is under weight capacity of unit, reported an injury. Customer has inspected and noted that one of the four legs has seperated completely at a point roughtly 2 inches from the center cross brace. Sunrise has requested the unit be returned for evaluation.